Event description:
It was reported that the customer experienced high ketones and was unable to move during an event. There was no reported impact to the customer¿s blood glucose level. Attempts to reach the customer for further contact were unsuccessful, and an email was sent to them for further investigation. No additional information was available regarding the outcome of the event or the use of the pump during the incident.